Event description:
Patient seen for device alarming. The device was found to have fault code 1003 (voltage too low for projected remaining capacity). Bsc tech services recommended gen change within 90 days. Manufacturer response for ICD, telligen e110 (per site reporter). ICD generator needs to be changed within 90 days.